Event description:
A report was received that a patient's ipg was flipped in the pocket and in hibernation. The patient reported that she fell on ice and since then, she cannot charge her ipg. The flipped ipg was replaced and the patient is reportedly doing well.